Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed an outdated pcb and power switch. The tank cover was cracked. There was wear and tear damage on the following components: enclosure, line cord, front cover, and block assembly. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The product problem occurred because of the cracked water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product problem was attributed to a user issue. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking. There was no patient involvement. The product problem was observed during testing.